Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the battery area. The patient underwent an ipg replacement per physician's preference. The patient was doing well following the procedure.